Manufacturer narrative:
Additional information was added to h4 and h6: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) overinfused during a patient infusion. The infusion was started ¿around 13:00 pm¿ on day one and finished the next day at 22:00 pm. The infusion was expected to be a 48 hour infusion. The set was filled with 5000mg "fluorouracil hs", 230 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.